Event description:
Pt was given injection late in the afternoon, and by the evening she started to experience severe pain in her knee, chills and, "mohawk headache". She reports the pain was so bad she took hydrocodone with no relief. The pt continued to have pain and difficulty waling over 5 days after the injection. Cortisone packs were prescribed which gave no relief, as well as a cortisone shot, with no relief. Pt's MRI showed her osteoarthritis had increased. Using ice packs, cbd ointments, and elevation for relief, yet her pain still persists. Pt notes she has never had an issue with these injections in the past, and believes this batch was defected.